Event description:
It was reported that the patient fell in the shower, the lead dislodged and the threshold increased. It was also reported that the patient was electrocuted when "fiddling" with the tv. The patient also experienced chest pain. The lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.